Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 93 months ago. Aneurysm and vessel morphology at the time of implant were not reported. The pt's follow-up history is unk. It was reported that at a follow-up approx 1 month ago, it was noted that the pt developed a 23 mm diameter right iliac aneurysm distal to the most distal cuff without any endoleak present. Approx 1 week after the follow-up, the physician elected to perform an intervention whereby a fenestrated 16x12x80 talent limb was placed into the right iliac artery. A synthetic graft from another MFR was then sewed into the fenestration and placed into the right hypogastric artery, followed by distally placing an iliac stent from another MFR. A slight transgraft leak was noted in the talent limb. No intervention was performed, as the pt was heavily-heparinized, and the leak was expected to resolve. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results/conclusions: new aneurysm developed.